Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized after receiving inappropriate high voltage therapy due to oversensing noise on the right ventricular (rv) lead. During the revision surgery, insulation abrasions were noted on the rv and the right atrial (ra) leads. Both leads were capped and replaced. The patient's condition following the procedure was stable. (B)(4).